Event description:
It was reported that multiple cartridge change errors occurred on pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect cartridge o-ring, check and clean pneumatic tap area, and follow on-screen instructions, and customer was able to successfully complete cartridge load process, but was unable to load a cartridge. The customer reverted to an alternate method of insulin therapy.